Manufacturer narrative:
Product evaluation: the customer indicated the use of a 23.5 diopter single piece multifocal iol and an unspecified handpiece. Without the model of the cartridge and handpiece, it cannot be determined if a qualified combination was used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Follow up information: the surgeon has indicated that they do not think that cartridges or injectors are involved because they are used for non-preloaded single piece monofocal iols and there was no incident noticed by him or his colleagues. (B)(4).

Event description:
The surgeon clarified that only the iol is suspected to have contributed to the reported event, not the cartridge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a company representative, indicating that visual acuity loss and pain were also noted. Dexamethasone with neomycin was also given postoperatively; however, it is unclear if this was given within or outside of standard postoperative care. It was also reported that results were good after one month; however, six patients had posterior capsular opacification (pco) requiring yttrium aluminium garnet (yag) laser treatment at three months, but it is unclear if this patient was affected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. UDI number is not available due to the limited information provided by the reporter. (B)(4).

Event description:
An ophthalmologist reported that one month after an intraocular lens (iol) implant procedure, the patient presented with a severe inflammatory reaction in the anterior chamber; 7+ tyndall effect and hypopyon with clear vitreous were observed. Treatment with antibiotics was given for 10 days with improvement; however, 2+ tyndall effect remained. Injection of antibiotics was administered in the anterior chamber on (B)(6) 2017. It was reported that the patient's symptoms resolved on (B)(6) 2017.